Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius combiset bloodline leaked from a slit in the blood pump segment three hours after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an ¿air in line¿ message. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Following the issue, the machine was removed from service. The biomedical technician (bmt) did not find any issues and the machine was returned to service without any repairs or adjustments. The complaint device is not available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius combiset bloodline leaked from a slit in the blood pump segment three hours after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an ¿air in line¿ message. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Following the issue, the machine was removed from service. The biomedical technician (bmt) did not find any issues and the machine was returned to service without any repairs or adjustments. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.